Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported unknown side rupture. This is for the left side. Device remains implanted.

Event description:
Physician reported unknown side rupture. This is for the left side. Device remains implanted. In addition, healthcare professional reported "breast carcinoma"; this event is not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4, b.5.

Event description:
Physician reported rupture. This is for the left side. In addition, healthcare professional reported "breast carcinoma"; this event is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.